Event description:
It was reported that gmrs components were implanted for distal femur and proximal tibia on (B)(6) 2013. The patient felt unusual for his femur when he woke up in morning on (B)(6) 2013. From the x-ray, the connection of cement stem and extension piece was disassembled in the body. So, surgeons tried to assemble under radiographic guidance,but they could not be assembled because the tension was very tight.

Manufacturer narrative:
An event regarding component dissociation involving a gmrs extension piece was reported. The event was confirmed. Device evaluation indicates that the extension piece was received with the distal femoral component still attached. There are severe burnishing marks and fine scratches on the antero-lateral aspect of the extension piece, both on the superior face and along the shaft diameter. Based on the provided x-ray, it is noted that the observed burnishing and scratching is most likely caused by relative movement between the disassembled stem and the extension piece. Failure not related to device factors. There have been no reported discrepancies for the referenced lot. The results of the investigation indicate the root cause of failure is due to patient and user factors.

Event description:
It was reported that gmrs components were implanted for distal femur and proximal tibia on (B)(6) 2013. The patient felt unusual for his femur when he woke up in morning on (B)(6) 2013. From the x-ray, the connection of cement stem and extension piece was disassembled in the body. So, surgeons tried to assemble under radiographic guidance,but they could not be assembled because the tension was very tight.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.